Manufacturer narrative:
The device was received. Investigation is not complete. The report of no audible tone on low volume setting that the device is being reported for was noted during mfg testing; therefore, user facility event codes are not applicable in this case.

Event description:
During preliminary mfg testing, the device did not sound an audible alarm tone while on the low volume setting; however, the device did sound an audible alarm tone while on the high volume setting.